Event description:
Boston scientific crm received information that this left ventricular lead was explanted due to dislodgement. The lead was replaced with another manufactures. No adverse patient effects were reported.

Manufacturer narrative:
As of today, the explanted lead has not been returned for analysis. If the lead is returned it will be archived as analysis testing cannot replicate dislodgement for this passive tined lead. No additional information is available at this time. If additional information becomes available, this report will be updated.